Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog #00801803201, versys femoral head, lot #61564246. Catalog #unk, unknown stem, lot #unk. Visual inspection of the returned femoral head shows dark debris on the taper. It has been noted that the articulating surface is in good condition. Dimensions were found conforming to print specifications where measured. The poly liner was returned in a condition that will not allow for dimensional evaluation. It has also been noted that there is discoloration on the liner and rim damage with material missing. Review of the device history records did not find any deviations or anomalies. Sem images confirm the presence of dark debris on the head taper. The eds analysis of the dark debris on the head taper indicated elements that have been a common element breakdown of the black debris found in hip femoral corrosion events. The stem has not been returned for review and it is unknown if corrosion is present on the stem neck taper also. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. A definitive root cause for the corrosion and poly wear cannot be determined with the information provided.

Event description:
It is reported that the patient underwent a revision. Poly wear and discoloration was noted upon retrieval.